Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly the user stopped wearing the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user stopped wearing the device.